Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) nov 2013 ay 23:29:21. During night drain cycle four, the patient's ultrafiltration reading was 1323ml, indicating the home patient (hp) drained 1233ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was that the user had set the tidal total ultra-filtration removal too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can resultin a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation". A formal labeling review of this product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.